Manufacturer narrative:
(B)(4). The ge service rep replaced the motherboard battery and reseated the image processor. He could not reproduce any problems with the system at this time.

Event description:
The customer reported that there were flashes across the screen when they were trying to make exposures. They had to turn the system on and off numerous times and received the same result.